Event description:
Customer called to report hospitalization for infection at the insertion site, high blood glucose levels and a cyst that had formed. Customer stated that a bolus was not delivered. Customer's blood glucose level had increased to 600 mg/dl at time of hospitalization. During troubleshooting, it was found that the battery cap had been damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.